Event description:
It was reported that a home patient (hp) observed air in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The hp could not recall if the line was properly primed, but nothing unusual was identified during troubleshooting for the observed air. A technical service representative explained proper procedures to the hp and instructed the hp to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.